Manufacturer narrative:
The investigation noted that the sample foam detection camera feature seems to be not in use as no related alarms were visible. The provided analyzer alarm data did not cover the date of the event but did indicate many test results had data flags related to results around the assay limit. The pre-analytical information showed that the customer used rack adapters which should not be used for the cobas e 801. Product labeling states "accessory - cup adapter use - not required on e 801 modules due to active sample gripper." The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys amh (amh) result for one patient sample tested on the cobas e 801 module. The initial result was reported to the doctor. The doctor requested a rerun of the sample. The sample was rerun on the module and on an access 2 system ("beckman counter"). On (B)(6) 2022, the initial result from the module was 15.6 ng/ml. The first repeat result from the other module was 3.760 ng/ml. The second repeat result from the other module was 3.685 ng/ml. The third repeat result from the module was 2.93 ng/ml. This repeat result was deemed correct. On (B)(6) 2022, the sample was recentrifuged. The fourth repeat result from the module was 2.98 ng/ml. The reagent lot number is 58177700. The expiration date was requested but not provided.